Event description:
Additional information reported that the patient was admitted on (B)(6)2021 for aortic pseudoaneurysm, complicated post operation course. On (B)(6) 2021 acute hypoxic respiratory failure in which the patient was made do not resuscitate order (dnr).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported event could not be conclusively established. The pump was not returned. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2020. The heartmate ii lvas instructions for use (IFU) is currently available. This IFU lists respiratory failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away due to acute hypoxic respiratory failure. No other information was provided.